Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead exhibited loss of capture. The lead was ultimately not used. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation beneath the ring electrode. The cause of the reported event is consistent with procedural damage.